Manufacturer narrative:
The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed as link break/suture retrieval issue was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using 4 proglide devices via a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted; however, the guide bent, difficulty during insertion was experienced and no pulsatile flow from the marker lumen was established. A third proglide device was attempted and no pulsatile flow was noted from the marker lumen. The device was flushed and re-inserted. The proglide device was deployed; however, the sutures did not deploy properly and were cut in order to be removed from the patient anatomy. A 4th proglide device was attempted and a cuff miss occurred. All proglide device marker lumens were flushed prior to use without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.